Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, two unidentified pts presented with posterior capsule regrowth after having a yag capsulotomy. The surgeon also indicated that this was an extremely rare event.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Not enough info was provided to properly complete an investigation. (B)(4).